Event description:
Philips received a complaint on the device efficia dfm100 indicating device time was one hour behind. The is no patient involvement reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Device time was one hour behind.

Manufacturer narrative:
The rse evaluated the device remotely and recommended changing the service and configuration passwords. Afterward, the device was switched to configuration mode, and the correct time was updated. The device was then returned to service. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by a software configuration issue. The root cause of which could not be determined. The reported problem is confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was switched to configuration mode and correct time was adjusted, then the device function was normal. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.